Manufacturer narrative:
The DHR was reviewed and (B)(4) was found on p/n 357.515.01 lot #4895282 for nicks and burrs on the ball end of the supplier parts. The qe found the parts had micro scratches that were within the acceptance criteria and accepted the parts as conforms. This nonconformance is not relevant to this complaint condition. Approximately half of the handle is broken off the shaft and was not returned for evaluation. The 2 dowel pins that secure the handle to the shaft are missing from the shaft and were not returned for evaluation. The shaft shows minor wear consistent with field use. The design was evaluated and is adequate for the intended use and did not contribute to this complaint condition. The handle breakage is most likely caused by excessive force being used to disengage the implant nail from the aiming arm.

Event description:
This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4): placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: product development evaluation showed there have been a limited number of complaints for this condition on instruments with the phenolic (canvesit) material and there have been thousands of instruments distributed with handles made with this material. The design was evaluated and is adequate for the intended use and did not contribute to this complaint condition. The returned device was manufactured in may 2005 and is over 7 years old. There are 4 complaints for this issue in the 2 year history and 523 have been sold in the same time period which results in a complaint rate of 0.76 percent based on sales. This instrument is used repeatedly so the actual rate based on usage would be significantly lower. The risk analysis ((B)(4)) adequately addresses this complaint condition as less severe with a moderate severity of harm 3 and an unlikely probability of occurrence 2. The returned device (part 357.515 ball hex screwdriver) did not contribute to the complaint condition related to the connection between the nail and the aiming arm. The handle breakage is most likely caused by excessive force being used to disengage the implant nail from the aiming arm. The design was evaluated and is adequate for the intended use and did not contribute to this complaint condition. The handle breakage is most likely caused by excessive force being used to disengage the implant nail from the aiming arm. Due to the age of the repeatedly used instrument and the low rate of complaint for this complaint condition based on sales and usage, this complaint is invalid from a design perspective. Placeholder.

Event description:
Patient who experienced a mva with multiple surgeries on an unknown date was returned to the operating room on (B)(6) 2012 for third surgery. Patient had pain on a scale of 10 out of 10 with surgeon concerned with patient having compartment syndrome, there was no indication of infection. During the procedure surgeon used an insertion handle which connects to a connection screw. Surgeon inserted the nail and one proximal screw. The surgeon could not disengage the insertion handle from the screw. Surgeon was using a ball hex screwdriver with a vice and exerting a lot of pressure and the handle of the screwdriver broke with no pieces going into the wound. Surgeon took the driver to the back table and tried to disconnect the handle from the shaft and was unsuccessful. Surgeon then used another instrument, removed the proximal screw and the nail and re-inserted the nail again. Surgeon free handed inserting all the screws into the re-inserted nail. The procedure was extended about 45 minutes. This is 1 of 2 reports for this event.